Event description:
It was reported that the patient had been hospitalized with mild diabetic ketoacidosis (dka) on (B)(6) 2024. The patient's blood glucose levels reached 22 mmol/l (396 mg/dl) with ketones of 3.9. The pod was worn between 36 and 48 hours on the arm. Symptom reported include hyperglycemia, ketones and nausea. Upon removal of the pod, the cannula was observed to be bent. The patient administered themselves a bolus correction, manual injection and changed pods. At the hospital, the patient was being observed and no treatment was provided as their blood glucose levels came down to 10 mmol/l (180 mg/dl). The patient was released the same day after 5 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.